Manufacturer narrative:
(B)(4). The initial report of the event was documented as no patient injury or consequence and patient condition reported as fine.

Event description:
The customer initially reports that one of the physicians was placing a central line on a patient and thinks the guide wire broke while being used. Additional (updated) information received, via sales rep., indicating the swg (spring wire guide) was kinked. Also, the patient coded and the device was inserted as a last effort as there was an I/o and peripheral line inserted. The patient expired. The physician from the user facility states the patient was already coded and the device did not cause or contribute to the death of the patient.

Manufacturer narrative:
(B)(4). The customer returned one used spring-wire guide (swg) for evaluation. Visual examination revealed the guide wire body is kinked with offset coils in two locations. The kink towards the distal end is a 90-degree angle kink and exposes the core wire underneath. Microscopic examination of the guide wire confirmed the kink and offset coils. Both welds appeared full and spherical. The kink was located approximately 2.8 cm from the distal end of the swg. The offset coils were located approximately 2.1 and 3.2 cm away from the distal end of the swg. The swg length and outer diameter were measured and were found to be within specification. A manual tug test confirmed both the distal and proximal welds are intact. A device history record review could not be performed as a lot number was not provided by the customer and there was no sales history to obtain a potential lot number. The instructions-for-use provided with this kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The reported complaint that the swg was kinked was confirmed based on visual inspections of the returned sample. A kink and offset coils were examined in the swg body; however, the returned guide wire was able to meet all relevant dimensional requirements. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer initially reports that one of the physicians was placing a central line on a patient and thinks the guide wire broke while being used. Additional (updated) information received, via sales rep., indicating the swg (spring wire guide) was kinked. Also, the patient coded and the device was inserted as a last effort as there was an I/o and peripheral line inserted. The patient expired. The physician from the user facility states the patient was already coded and the device did not cause or contribute to the death of the patient.